Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) experienced about a 3mm inaccuracy laterally. They had registered the patient with the entire head encompassed in the yellow zone of accuracy and 1.6 registration error metric. When they were navigating more anterior, the system tracked accurately, but when they moved more posterior towards the pituitary, the hcp observed about 3mm inaccuracy. The hcp decided to proceed with navigation, accounting for the inaccuracy. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. The software seems to be working as designed. Accuracy spheres represent a predicted accuracy value but are not a guarantee of a specific accuracy level. Although the yellow accuracy sphere covers the whole head in this case, it doesn't guarantee that accuracy will be within a certain limit or uniform across that area. Further, the green accuracy sphere is more anterior, indicating that the anterior region is likely more accurate than the posterior region. If information is provided in the future, a supplemental report will be issued.